Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving no delivery alarms and motor error alarms. Customer did not report a motor position encoder error alarm. Customer's blood glucose was over 400 mg/dl due to not being able to clear no delivery alarms. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history did not contain a motor position encoder error alarm or more than one motor error alarm. Insulin pump passed displacement test. Customer also reported of being hospitalized on (B)(6) 2017.